Manufacturer narrative:
A 14x4x80 maxi ld was defective. There was no reported patient injury and it was not indicated if the device was used in the patient. The product was returned for analysis. A portion of an unknown lot of a maxi ld 7f 14x4 80cm balloon tip was returned. Per visual analysis the portion returned appears to have been torn. Dried blood residues were noted. No other anomalies were noted. A functional analysis could not be performed as only a portion of the catheter balloon tip was returned for analysis. Per sem analysis neither external nor internal surfaces revealed evidence of damage that could be related to the balloon burst and rupture. No other anomalies were found during the analysis. No device history record (DHR) review could be performed as no lot number was provided. The reported ¿pta system-damaged¿ and ¿distal tip-separated - (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the very limited information available for review, procedural or handling factors may have contributed to the events as indicated by the torn nature of the device portion however not enough of the product was returned to complete an analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, a 14x4x80 maxi ld was defective. There was no reported patient injury and it was not indicated if the device was used in the patient. It was returned for analysis but only the tip was received..